Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 10:00pm she obtained a result on the subject meter that she felt was inaccurately high, however could not specify the result obtained. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with an insulin pump and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that "5 hours" after the alleged issue occurred, she developed symptoms of "unable to walk, fell and developed two black eyes" and that on (B)(6) 2016 at 03:00am the emergency medical services (ems) were contacted, who performed a blood glucose test on an ems meter which gave a result of "40mg/dl" and treated the patient with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.